Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages) was confirmed. As received, the electrode belt failed incoming functionality testing, specifically an ECG falloff test. The cause of the failure was isolated to a defective u720 component on the dn pca. The root cause of the defective component was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving "adjust belt" messages.